Event description:
The patient had a primary hip surgery on 23 march 2023. On (B)(6) 2023, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised liner and head. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 november 2023: lot 21c0007: 28 items manufactured and released on 15-june-2021. Expiration date: 2026-05-30. No anomalies found related to the problem. To date, 19 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 08 november 2023: liner: impact 01.32.3241hc10a face-changing 10° pe hc liner ø32/d (k183582) lot 1911122: 20 items manufactured and released on 11-feb-2020. Expiration date: 2025-01-25. No anomalies found related to the problem. To date, 10 items of the same lot have been sold without any similar reported event during the period of review.